Event description:
Product has been sterilized, but unit package may have open seals. Customer returned product and cp medical inspected returned product and in-house product, on 2 lots plus an additional lot (for ref) product returned on 01/30/07 (lot # i0625120, i0627120-1) product inspection on 02/19/07 (lot # i0625120 - 248 open seals out of 744, lot# i0627120 - 6 open seals out of 444, lot # i0624740 - 0 open seals.

Manufacturer narrative:
Additional lots were reviewed and inspected that were sealed on the same sealer (#a001) using aql sampling: lot #a0700920 - 0 defects, lot #a0700930 - o defects, lot# i0624740 - 0 defects, lot# a0700920 - 1 - 0 defects, lot# a0700310 - 1 - o defects. Of the 2 affected lots: 0.33 (1/3) of i0625120 had open seals; 0.0135 (3/222) of i0627120-1 had open seals. Product was shipped to only 1 customer in another country.